Manufacturer narrative:
The user reported differences between sg and bg readings.based on a review of the sensor data available in the data management system (dms), there was some variation in the sensor values, which could be attributable to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization . The user was advised to perform a sensor re-link to support system stabilization, however, they declined reporting that they were seeing better accuracy in sensor readings. Per dms review, the user was using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.